Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during scope cleaning, the bristles of the brush detached and got stuck in to the scope valves. The bristles were reported to have been removed manually. There was no patient involvement.